Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 01/15/2020. A manufacturing record evaluation was performed for the finished device pkj385, and no non-conformances were identified. The following information was requested, but unavailable: does a piece of the needle remain in the patient¿s tissue? What tissue structure is it located? Size of the needle piece retained? Are any plans in place to remove the needle piece in future? If retained, what is the surgeon's opinion of consequences to the patient? Was there any additional tissue damage as a result of searching for the needle piece? All answers above are unobtainable. Once there is any update, we will update the information. Procedure name and date? An unknown purse string suture surgery on (B)(6) 2020. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does a piece of the needle remain in the patient¿s tissue? What tissue structure is it located? Size of the needle piece retained? Are any plans in place to remove the needle piece in future? If retained, what is the surgeon's opinion of consequences to the patient? Was there any additional tissue damage as a result of searching for the needle piece? Procedure name and date? (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent an unknown surgery on (B)(6) 2020 and suture was used. The needle was found with no needle tip after finishing sewing during the surgery. The customer looked everywhere and fluoroscopy device was used for searching for the needle tip, but it did not help. There were no adverse patient consequences reported. Additional information has been requested.